Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from the welded joint between the cuff and the upper tube. The event occurred during patient use, and there was no reported patient harm/adverse event.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that there was a leak from the welded joint between the cuff and the upper tube. The lot history was reviewed, and no relevant nonconformities were identified that may have contributed to the reported complaint. As received no damage or anomalies were observed. In attempts to replicate clinical use the tracheal tube was inflated using an ICU medical provided syringe. It was observed that the cuff inflated however it deflated. The complaint of leakage can be confirmed. The probable cause is due to a welding error during manufacturing.